Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips eval showed indication of black chemistry caused by improper storage of test strips in high humidity areas. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).

Event description:
Consumer complaint of "lo" blood results. Pharmacy reported on behalf of consumer. Expected blood glucose results not verified. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call declined. Unable to verify storage of test strips is within specification. Test strip lot MFR's expiration date is 12/18/2016 and open vial date not verified. Unable to recall test results performed from meter memory.